Event description:
The customer reported that while a pt was being monitored with a panorama central station with a spectrum in use at the bedside, the pt expired and no alarms were heard at the central or the bedside. The customer does not attribute the pt's death to the system.

Manufacturer narrative:
Both the biomed and the co field service rep evaluated the system and found the monitors to be operating according to factory specifications. They found that the alarm volumes had been turned down at the central and the bedside monitor. The central display was utilizing external speakers at the time of the event. The bedside monitor was returned to the factory for further eval at the customer's request. The national repair center found the unit to be operating according to factory specifications. The repair tech also noted that the alarm volume was set low. A datascope clinical education specialist reviewed documentation of the event and advised that all received documentation indicates that the system alarmed appropriately. Her report suggests that the speaker volume setting that had been selected for the panorama central station and spectrum monitor as well the presence of additional alarms at the time of the event most likely led to the customer's perception that the system did not provide an alarm notification when the pt expired. A clinical education specialist has been scheduled to visit the account in the last week of november to reinforce training on the following aspects of alarm mgmt, which may also have contributed to the clinician's perception that the system did not alarm: alarm muting, alarm delay, visual and audio alarm indicators, alarm responses. Events tab and disclosure tab on alarmed events. During a review of FDA's maude database, it was observed that the customer had filed medwatch report related to this event. The customer's medwatch report indicates that the panorama model in use at the time of the event is no longer being sold. The customer's report also indicated that they were "not alerted to the potential safety design flaw with the external volume control on the central cardiac station monitor being easily adjustable". Datascope notes that the clinician elected to turn off the alarm volume for the central's external speakers. While the panorama operating instructions include a caution statement advising the clinician to set the volume levels so that alarms can be heard at all times, datascope believes that hosp protocol and clinical training should address the facility's preference regarding recommended or required alarm volume settings. It should also be noted that the display in question was not discontinued for any safety related reasons; the model in question was replaced with the lastest version mfg by the display vendor. The new display offers no major featural changes; it reflects an evolution of the MFR's product line.